Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving 2.0 mg/ml morphine at 0.999 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was having "difficulties" with the pump. A list of recalls on the pump was requested. When asked to clarify, it was stated that the patient only wanted to look up recalls. No symptoms were mentioned. The event date was unknown. Later, on (B)(6) 2016, the patient had an MRI. Several hours later, a motor stall was seen. No motor stall recovery was noted in the logs and it had not been less than 2 hours since the patient left the MRI field. The pump had been interrogated 3 times and the motor stall occurred message continued to appear on the pump status. The patient and hcp did not report hearing an audible alarm. It was noted that the patient lived approximately 200 miles away and the hcp might send the patient home without seeing the recovery message. Increased pain was noted. They had been titrating the pump dose down so the pump was running slow and the patient was having more pain as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.